Manufacturer narrative:
On 1/28/2021, it was reported to mentor that the affected devices were mentor memorygel breast implant 250cc , catalog number 3507250bc, serial number for the left side was (B)(6), lot number 6444011 and for the right side lot number 6444011, serial number (B)(6). The replacement devices were mentor smooth round moderate profile 300cc, catalog number 3501645, serial number for the left side was (B)(6), lot number 7735368 and the lot number 7680104, serial number for the right side was (B)(6). The patient experienced eye twitching. The patient had problems with the left breastfeeding. The left side is smaller than the right one. The patient was 5ft 3 inches in height and 100 lbs in weight. A manufacturing record evaluation was performed for the finished device 6444011 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor mp 250cc silicone implants and suffered from a rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 300cc on (B)(6) 2020.

Manufacturer narrative:
On 12/22/2020, it was reported to mentor that the patient experienced headaches, heart palpitations and shortness of breath. The patient¿s date of birth was (B)(6) 1987, patient¿s age was 33 years old. The affected devices were mentor smooth round moderate profile 300cc, catalog number 3501645, serial number for the left side was (B)(6), lot number 7735368 and the lot number 7680104, serial number for the right side was (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).